Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges patient suffers from pain, discomfort, and elevated toxic cobalt chromium.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update may 26, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges clicking in the hip which began approximately in 2006, abscess developed ((B)(6) 2014), wasn't able to do adls without help, and during revision metallosis was confirmed. After review of the medical records for MDR reportability, it was stated that the patient was revised to address infected left tha. It was stated in the discharge summary that an x-ray finding showed loosened prosthesis with previous signs of infection, however, it was not specified as to what component was loose. No laboratory values provided for the previously alleged elevated toxic cobalt chromium. Part and lot information were provided. This complaint was updated on: jun 05, 2017.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges metal wear, and metallosis.